Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "pain (reconstructed breast): grade: [I] observation (manageable pain)" and "seroma (within 12 months): grade: [I] through observation". This record is for an unknown side. Device status is unknown.